Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead was sensing noise, which was leading to inappropriate automatic mode switches. The physician elected to monitor the patient. The patient did not suffer any consequences.